Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had suspected thrombus in the aortic valve. In echocardiography, flickering images were seen in the left ventricle attached to mitral papillary muscles and close to the aortic valve (that was closure, not opened). Patient had low international normalized ratio (inr) for 2 weeks, during eid time, and enoxaparin was added. Patient was admitted and started unfractioned intravenous heparin until optimized inr again with warfarin. It was noted that the patient was admitted 2 months prior for low inr, which had improved. The patient was still admitted, and echocardiograms had been done and flickering images has minimizing until they were entirely gone. The patient would be discharged. Log files were submitted for review and captured 1 low flow flag (B)(6) 2024 at 13:12:27, which did not persist long enough to trigger a low flow alarm. The periodic log captured 1 low flow alarm event on (B)(6) 2024 at 7:44:44. The pump files appeared normal. The pump was maintaining speeds between the set speed of 4400 revolutions per minute (rpm) & the low-speed limit of 4200 rpm. No pump functionality issues were noted. Inr levels would be checked twice weekly, and enoxaparin would be given to the patient twice a day in case of inr below 2 during the follow ups.

Manufacturer narrative:
B2: outcomes corrected. H6: impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported aortic valve thrombus could not be confirmed through this evaluation. A direct correlation between the device the reported events could not be conclusively established. Review of the submitted log files captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events (venous and arterial non-central nervous system (cns)), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.